Event description:
The customer reported the an opcheck failure for etco2 and when they attempted to calibrate etco2 it would not calibrate. There was no patient involvement.

Manufacturer narrative:
(B)(4).